Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the device. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while contacting support again if the issue reappears.